Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the syringe 1.0ml 31ga 8mm 10bag 500 pl/wg experienced the cannula breaking off. The following information was provided by the initial reporter: consumer reported that the needle broke off of the syringe while he was trying to insert it into the vial.